Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found the device to be in used condition and a degraded downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. Service history review identified that the device was last serviced june 16, 2020, for an issue related to "dso seal damaged." The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was downstream occlusion (dso) seal degradation. There was no patient involvement.